Manufacturer narrative:
(B)(4). Medical product: persona 0 degree distal cut block catalog # 42509901000 lot # 63842130. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-03179 product location unknown.

Event description:
It was reported that the device was stuck with the mating device. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04)- drill. Complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use, hex striations all over the shaft. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.